Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recu1889 showed no other similar product complaint(s) from this lot number.

Event description:
It was reportable that after successful puncture, the catheter leakage occurred when the catheter was flushed, and the exposed catheter was pruned then continued to be used. No other information provided.

Event description:
It was reportable that after successful puncture, the catheter leakage occurred when the catheter was flushed, and the exposed catheter was pruned then continued to be used. No other information provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive due to poor sample condition. Two segments of 4fr s/l groshong PICC tubing were returned for investigation with a 4fr groshong nxt connector attached to one segment of the two catheter segments. Use residue was present throughout the sample. A complete break was present near the 35 cm depth marker. The 42cm depth mark coincided with the distal end of the strain relief oversleeve. The sample was indicated as being shared with complaint: (B)(4) and was returned with a printed letter indicating pn:(B)(4) and ln:recu1889. The indicated part number does not correspond with the groshong nxt connector returned attached to the groshong catheter. The event description of complaint (B)(4) appears to describe a complete break which was observed on the returned catheter sample. The event description for this complaint describes a leak. The proximal section of the catheter was flushed and pressurized through the connector assembly and no leaks were observed. The distal segment of the catheter was found to be occluded with residual use material. The original groshong catheter connector associated with the product number provided was not returned. The length of catheter that allegedly experienced the leak was not returned. Since the reported complaint could not be confirmed with the sample provided, the complaint is inconclusive. A lot history review (lhr) of recu1889 showed no other similar product complaint(s) from this lot number.